Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Patient representative reported "saggy breast, the cicatrization process was ¿thick¿ becoming aesthetically horrible, low self-esteem caused by the scars left after surgery, pain in the breasts and the rest of the body, stitches necrosis included sequelae with a feeling of ¿dead skin¿ and displacement of the prosthesis with ¿imminent health risk¿, "a worse nightmare, because in addition to the endless expenses, there is still the emotional suffering that remains until now", "shaken psychologically and without the slightest self-esteem... Felt mutilated because of the scars", ¿she was at imminent risk of life¿, and "displaced and at risk of rupture, due to the low quality of the prosthesis". The device remains implanted. "Trauma to the breast with a fall to the ground" also noted. Patient was prescribed paracetamol 750mg, alivium 600mg, dipyrone, and omeprazole 20mg. This record is for the right side.